Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, once in 4 days) and amikacin injection (125mg, once a day) for the event. The patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Antibiotic treatment was discontinued. Pd therapy was ongoing. At the time of this report, the patient recovered from peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.